Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Customer reported the alarm was cleared and resumed insulin delivery. Additionally, it was reported that the insulin gauge was inaccurate. Reportedly, customer changed the pump supplies to address the issue and resume insulin delivery. Customer's blood glucose was 289 mg/dl.